Manufacturer narrative:
Trackwise # (B)(4). Analysis of production: (3331/213) the device history records review concluded that there were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the manufacturing process and the reported failure. Historical data analysis: (4109/213) the review of the historical data indicates that no other similar complaints was reported for the same lot number and reported failure mode. Communication/interviews: (4111/213) communication/interviews were performed to obtain all possible information. Trend analysis: (4110/213) the overall 24 month product complaint trend data for the period jan 01, 2019 to jan 01, 2021 was reviewed. There were no triggers identified for the review period. Testing of actual/suspected device: (10/114/22) enter investigation findings: the device was returned to the factory for evaluation on (B)(6) 2021. An investigation was conducted on (B)(6) 2021. A visual inspection was conducted. Signs of clinical use and heavy evidence of blood was observed on the btt as well as inside the insufflation tube. The silicone balloon was observed to be intact. A mechanical evaluation was conducted. The btt was able to be inflated. No visual defects were observed on the silicone btt. A 5cc syringe, filled with saline was attached to the co2 line on the btt and squeezed the syringe to spray the saline. There was backflow observed in the co2 line due to the presence of blood in the tube. The blood was dislodged. The mechanical evaluation conducted again. A 5cc syringe, filled with saline was attached to the co2 line on the btt and squeezed the syringe to spray the saline. There was no backflow observed in the co2 line. Based on the condition of the device, the reported failure "improper flow or infusion" was confirmed.

Event description:
N/a.

Manufacturer narrative:
Trackwise ID # (B)(4). The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure using vasoview hemopro 2 btt insufflation port filled with blood and block off the insufflation. Case with finished with another vh4000. No patient was harmed.